Event description:
It was reported the pt (B)(6) observed the low battery flag. It was determined the low battery message is likely due to passivation. A st. Jude medical rep will clear the flag at the pt's next doctor's appointment.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.